Event description:
It was reported that the patient was taking a shower and all of a sudden her stimulator stopped working the way it normally did. She had a sudden loss of stimulation as well as therapeutic effect. She normally kept amplitude at 8.0 and would have good stimulation. She had increased to 8.4 to see if she could feel anything. She was not getting anything in the left leg and only a slight tingle in the right leg. She had less than 50% therapy relief. The device was for pain in both legs. There were no falls or traumas. Longevity was also discussed. The patient was then seen on (B)(6) 2015 to assess the device. Impedances were checked and revealed that an electrode had impedances greater than 10,000 ohms. This was stated to be the cause of the issue as the stimulator had been programmed on this electrode. The device was reprogrammed. The patient was doing well and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).